Event description:
Prophylactic removal of pump to avoid in vivo battery depletion was reported.

Manufacturer narrative:
(B)(4). Final device analysis revealed s2 battery resistance high. The battery resistance waveform test showed a high resistance of 1017 ohms. Logs were clean with no indication of a stall occurring at any time.